Event description:
Approximately four months post index procedure the pt was admitted into the hospital with chest pain. The patient had an angiogram, which revealed in-stent restenosis at the lad and the circumflex of 90% with a total occlusion of the ramus. One week later the patient had a bypass of the target vessel treated during the index procedure. The pt was taken electively to the cardiac cath lab, where angiography revealed three vessel disease. The native, de novo ramus lesion was direct stented with a 2.5 x 18mm cypher stent. The reference vessel diameter was 2.5mm and the lesion length was 12mm. Pre-procedure diameter stenosis was 85%. During the procedure a dissection occurred and there was also a filling deficit. Post procedure diameter stenosis was 20%. Angiographic success was achieved for this lesion.